Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to the patient condition. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident, stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old female was implanted with an impella 5.5 as a bridge for left ventricular assist device work up. It was reported that the medical team attempting the impella implant had difficulty with delivery due to the patient's anatomy. The insertion of the impella 5.5 device was aborted, and was replaced with an impella cp. There was no patient harm reported.